Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited insulation breach. The breach was confirmed via x-ray. The left ventricular lead was capped on (B)(6) 2023 due to dislodgement. Both leads were explanted on (B)(6) 2024. The patient was stable and asymptomatic.